Event description:
Customer reported 1 patient interface (ck01359) due to suction loss after the laser fired. Treatment was aborted and patient was switched to photorefractive keratectomy (prk). The suction issue was not caused by excessive fluids on the eye. There was no patient movement during the procedure. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Evaluation - there was loss of suction after the laser fired/during the procedure. There was no loss to best corrected visual acuity (bcva). No patient injury. Surgeon switching to photorefractive keratectomy (prk) was not to prevent a serious injury. System# ((B)(4)) was evaluated on (B)(6) 2012 and the system meets all amo specifications. A manufacturing record review/device history record was conducted for lot #ck01359. No nonconformances were documented. Documentation shows that the product was manufactured according to specifications.